Event description:
It was reported that the balloon ruptured occurred. The 95% stenosed target lesion was located in the moderately tortuous iliac femoral artery. A mmx20mmx80cm sterling balloon catheter was advanced for dilatation. During the procedure, the balloon was ruptured at 14 atmospheres. The device was removed without any problem, and the procedure was completed with a different device. There were no patient complications reported, and the patient was in good condition after the procedure.